Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in an arteriosclerosis endoscopic third ventriculostomy. During procedure, upon fourth inflation, it was noted that the balloon ruptured at 8atm for 30 seconds. The device was removed from the patient's body without problem. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in an arteriosclerosis endoscopic third ventriculostomy. During procedure, upon fourth inflation, it was noted that the balloon ruptured at 8atm for 30 seconds. The device was removed from the patient's body without problem. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A pcb 5.00mm / 2.0cm / 90cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied to the device. A pinhole leak was identified in the mid-section of the balloon. An examination of the balloon material and markerbands identified no issues. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.